Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an esophageal varices ligation (evl) on (B)(6) 2025. During the procedure, the first band caught the three bands next to each other, accumulating and it could not be deployed all. No patient complications were reported as a result of the procedure. The patient condition following procedure was stable. The procedure was completed with another of same device. There were no reported difficulties upon setup of the device.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Additional information: b5: describe event or problem. Correction: e1: initial reporter city, g2: report source. Device evaluation summary: the speedband superview super 7 was returned. During the visual inspection, it was observed that the ligator housing returned with 6 bands on it of which some of them overlapped, the teeth were damaged, and the handle has evidence that the trip wire was secured into the handle slot. Based on the evidence, the reported event of bands failure to deploy can be confirmed. This failure mode may be due to the technique used by the physician or the way the device was handled when attempting to deploy the bands with the handle. Alternatively, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. Additionally, there is a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, overlapping the bands and causing the bands to fail to deploy accordingly. The marks on the ligator housing teeth imply that the device might have been used with too much force, in order for the teeth get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the band was attempted to be released from the suture, the damage on the teeth affected the band deployment. Therefore, these conditions will be addressed as adverse event related to procedure. With all the available information, boston scientific concludes that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an esophageal varices ligation on (B)(6) 2025. During the procedure, the first band caught the three bands next to each other, accumulating and it could not be deployed all. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the procedure. The patient condition following procedure was stable.